Event description:
The customer reported that the system displayed a communication failure error message followed by a system lock-up. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ups was replaced and the power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.